Manufacturer narrative:
Other relevant device(s) are: product ID: 9735764rpend, serial/lot #: unknown. Product ID: 9735829, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the mouse of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The mouse was returned to the manufacturer for analysis. When connected to a known good computer the returned mouse was found to be fully functional with no issues. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart and the main cart were having issues with intermittent use of the mouse. It was known that there was also a damaged screen. The system's touch function was also known to be intermittent. There was a delay of less than one hour and no impact to the patient. Additional information was received stating that the issue was thought to be caused by the damage to the screen was effecting the mouse movement. It was unknown how the screen was damaged. The issue was resolved at the time of the event by using another screen.